Event description:
It was reported that a flogard infusion pump presented an f-94 alarm code. The reporter stated that there was no patient involvement associated with this occurrence. No additional information is available.

Manufacturer narrative:
(B)(4). Initial reporter: phone number - (B)(6). The device was serviced on-site by a field service technician. The field service technician performed a visual inspection and an event history log review. The customer reported problem of "f-94 alarm" was confirmed in the device's alarm log. The cause of the reported problem was an inoperative main battery. The main battery was replaced to resolve the problem. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.